Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one denali jugular filter delivery system without the filter was returned for evaluation. The pusher catheter was received still advanced through the storage tube and y-body. No anomalies were noted to the dilator. A longitudinal indentation was noted along the distal end of the introducer sheath. It is unknown how or when the indentation occurred as it was not reported by the user. The filter was not visible within the sheath and could not be located when held under better lighting. The pusher catheter was kinked approximately 29.2cm from the proximal end of the handle. No catheter kinks were reported by the user. Functional/performance evaluation: x-rays confirmed that the filter was not located within the sheath. No anomalies were identified along the sheath or within the sheath hub based on the x-ray imaging performed. Measurements were conducted on the storage tube only and met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the delivery system was returned; however, the filter was not. The investigation is inconclusive for failure to advance as the filter was not returned stuck in the sheath as expected and damage consistent with advancement issues was not identified on the delivery system. The definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter became stuck inside the deployment sheath; no attempt was made to deploy the filter. The filter system was exchanged for a new filter that was deployed successfully. There was no reported patient injury.